Event description:
The customer reported, the image displayed was strobe-like. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The electric box pcb's were reseated. The system was then found to be operating as intended.